Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the reported issue of the unit getting error alarms. The ventilator passed an extended 23 hours of run in test with the customers settings, without any unusual alarms and conditions. However, the ventilator failed the final test for slight non-conformities with the flow and o2 blending tests. The ventilator also failed all tidal volume tests and expiratory hold test from the ltv final test. Internal inspection of the ventilator revealed the drive band on the flow valve had broken off. Carefusion replaced the flow valve to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was getting "low pressure" and "low minute volumes" alarms. While in service, it was discovered that the flow and oxygen was out of specification. It is unknown at this time whether there was any patient involvement associated with this complaint.